Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was likely a result of insufficient reprocessing. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the cyf-vh reprocessing method is described in the "cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual". This may prevent the indicated phenomenon. The following information is also included in the ¿cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual¿ regarding the handling of cyf-vh. This may prevent the occurrence of physical damage. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign material around objective lens. There were no reports of patient involvement.